Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt slip slot and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the keypad was unresponsive on the insulin pump. Customer stated the buttons were not always functional. Customer's blood glucose was 14 mmol/l. The customer reported the insulin pump was exposed to moisture in the past. Customer agreed to return the product for analysis.